Event description:
It was reported that during a procedure, at 06096 joules;2:23 minutes, fiber loss efficiency;the fiber is shooting straight and flashes was noted. The fiber was exchanged and the procedure was completed. No damage to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the fiber exhibits moderate melting of the uv glue zone at the attachment of the glass cap to the fiber; the outer flow tubing exhibits mild contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).